Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Depending on when the helix became stretched, this could have led to dislodgement.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead could not be implanted as there was an issue with the helix that led to the lead dislodging. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.